Event description:
The customer reported false positive troponin I (access® accutni) results for multiple patients involving the unicel® dxc 600i synchron® access® clinical system. The customer stated the false positive results were released to the hospital and questioned by the physicians and nurses. The patients' samples were then analyzed on an alternate access® 2 instrument and negative results, within the normal reference range, were obtained. The customer was not aware of any impact to patient care due to the erroneous results. There has been no report of patient consequence associated with this event. The patients' samples were analyzed in 5 ml lithium heparin tubes and centrifuged at 4,500 rpm (rotations per minute) for five minutes. The customer stated quality control (qc) failed on all three levels but was not alerted in the laboratory. The customer performed system check following the erroneous results and noted system check failed. There were no system errors or flags on the instrument at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed dried fluid on the outside chamber of the wash pump, an indication of a fluid leak. The fse noted the wash valve was not switching correctly and replaced the fluid manifold. The fse then performed a successful system check, quality control (qc), and precision test. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the wash valve, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.